Event description:
The catheter was placed to infuse antibiotics. After the pt developed an infection following arthroscopic surgery. The pt was reported to have gotten a second infection. Which caused the pt to be hospitalized for a week.